Event description:
It was reported that during preparation of a nc trek balloon dilatation catheter (bdc), there was difficulty with removal of the mandrel and the protective sheath from the bdc. The nc trek bdc was set aside and another nc trek bdc was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the difficulty to remove the protective sheath was confirmed, but the reported difficulty to remove the stylet could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history revealed no other incidents reported for this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.